Event description:
It was reported by the customer that while trying to perform the calibration, the device would not charge. The customer stated that the device never reached full charge to defibrillate. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control recommended the replacement of the power conversion board. The customer later confirmed that due to the age of the device and the cost of the board, they have elected to retire the device. The unit will not be returned to physio-control for eval. Further root cause of the reported failure cannot be determined.